Event description:
It was reported that following a laparoscopic cholecystectomy procedure a gal leakage occurred. Patient had to be re operated on. Used technique unknown. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device used for a cholangiogram? Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? Did the device work as intended during the initial procedure? How many clips were fired on the patient side and specimen side? How many hours or days post op was the patient returned to the o.r.? What was done to repair the leak? What was observed during the reoperation? Were clips present? If so, please describe the shape of the clips. Was this an emergency or planned cholecystectomy? Was this a typical case? Are there any x-rays, videos, or pictures available for ethicon review? When was the leak detected? During the original intervention? Did anything unexpected happen prior to this incident? Was the clip fully advanced into the jaws? Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? Is the patient expected to have a full recovery? What is the patient¿s current status? Is the surgeon an experienced user of this product? Was there a recent conversion to ees devices in this account or with this surgeon? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.